Event description:
It was reported by the customer that the device would not power on with ac or dc (battery) power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control confirmed with the customer that the device would not be repaired due to age and the cost of repair. The device was removed from service. Physio will not evaluate the device. The cause of the reported problem could not be determined.